Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. Boston scientific technical services (ts) was contacted for review, but updated remote data was not available. Ts requested that the patient be instructed to perform a device transmission so that analysis can be completed. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. Boston scientific technical services (ts) was contacted for review, but updated remote data was not available. Ts requested that the patient be instructed to perform a device transmission so that analysis can be completed. Recently, device data was forwarded to ts for analysis. Ts confirmed that the device battery was depleting normally, with no evidence of premature depletion. It was noted that the battery was approaching end-of-life, in which the battery state of discharge automatically switches from the hardware coulometer to a voltage-based estimate. The observed change in longevity noted in the field was the result of this transition in the longevity algorithm. Ts provided a recommendation for a follow-up schedule. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.